Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): it was noted that the defib conductor was distorted.

Event description:
It was reported that during the implant attempt, the proximal portion of the svc coil was unravelling, even before the coil entered the safesheath. No patient complications were reported as a result of this event.